Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified severe conduction disturbance.

Manufacturer narrative:
The initial information reported to medtronic did not include the serial number of the suspect device. An initial report was filed. However, additional information was received with the suspect device serial number and it was noted this event was previously reported, see related report number in h10. To prevent duplication of event occurrences, this report was submitted to reflect this event does not meet complaint criteria. All event related information will remain documented within the previously reported event and associated related report number in h10. Updated data: d. Suspect medical device: expiration date, serial #, and full unique identifier (UDI) # h4. Device mfg date h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified severe conduction disturbance.